Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experiencing a difficulty charging as she could only achieve a maximum of 2 coupling bars. It was confirmed that she was implanted last week and bandages and swelling were present, although minimal; the implantable neurostimulator (ins) was within 1 cm. The rep also stated that there was a possible ins flip so an x-ray was recommended. The patient's previous ins was a primary cell device which was slightly larger and it was noted that the pocket size was not adjusted to accommodate the smaller ins; the x-ray indicated that the device was flipped. Follow-up revealed that the health care provider (hcp) flipped the ins back in place while in the clinic and confirmed that all 8 coupling bars were achieved. The patient was instructed to wear tight garments for 2 weeks while sleeping to prevent the device from flipping back. Additional follow-up with the rep clarified that the patient did not have any swelling. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.